Event description:
A distributor reported that a customer's pump had a cracked or shattered touchscreen, rendering it non-functional. The customer's blood glucose level was recorded at 150 mg/dl, indicating no adverse impact as it was within normal range. A replacement pump was provided, as the original device was set to be returned for further evaluation.